Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's blower assembly, blower cap, blower chassis, blower bellows seal, blower mount, cooling fan/retainers, proportional valve (aecm), 3-way solenoid valve, system board, outlet side panel, dual limb cup, tubing-fio2, tubing-system board, tubing-blower chassis, tubing-low flow o2, and muffler assembly needs to be replaced due to contamination, which was not related to the malfunction/issue.